Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer, but the malfunction code recurred. Subsequently, the pump was replaced, and the customer was informed about the replacement with instructions on returning the problematic pump.